Manufacturer narrative:
The pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The unexpected noise and or sound were unable to be verified due to unresponsive keypad and or button.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 600mg/dl. The customer treated the high with manual injection. The customer states their levels were high due to customer having disconnected from pump for 3 days. The customer states they had disconnected because the pump was making a funny noise. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.